Event description:
Home pt's (hp) family member reports receiving a system error 2240 alarm during drain 1/5 of apd treatment. It is revealed that the pt line of the homechoice set "disconnected" from the transfer set. The treatment was discontinued and restarted with new supplies. The registered nurse at the unit reports that no pt injury or medical intervention resulted from the incident.